Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. No intervention was reported. The patient was stable throughout.